Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been having issues with low blood glucose readings in the 40 mg/dl range. The customer stated that she was working with her health care professional to adjust her insulin pump settings for better results. Transfer to the 24-hour helpline was declined, and the customer was advised on the 24-hour helpline resources and contact information. No products were shipped or returned.